Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported that pump battery was charging slowly. Customer¿s blood glucose value was 191 mg/dl. Reportedly, pump is now charging properly and customer continued to use the pump for insulin therapy.